Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and that the numbers began to scroll during a bolus. After the customer attempted to solve the issue with a new battery, the insulin pump also alarmed for a battery out limit and failed battery test when the battery was not out for more than a minute. The insulin pump also alarmed for a reset error. The blood glucose reading was 189 mg/dl and had been as high as 260 mg/dl due to eating a banana split. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive up button due to corroded keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the unexpected restart, failed battery test, or battery out limit alarm due to the unresponsive button. No unexpected numbers ramping/scrolling during testing noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.